Event description:
The patient reported his system was removed due to a "staph infection". No patient symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.